Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the selector knob of the external pulse generator (epg) was broken. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the selector knob of the external pulse generator (epg) was broken. The epg was unable to be repaired and returned to the customer. If information is provided in the future, a supplemental report will be issued.